Manufacturer narrative:
Follow-up #1: date of submission 04/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. Investigation revealed an intact keypad with fully responsive keypad buttons. Upon removal of the keypad cover, no contamination was found under the contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down, up and ok buttons were under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.